Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number:1627487-2023-02468. Related manufacturer report number:1627487-2023-02467. Related manufacturer report number:3006705815-2023-03273. Related manufacturer report number:3006705815-2023-03272. It was reported that the patient experienced an scs system infection following their scs implant. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.